Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that since the stent did not open even though with pushing or pulling , the delivery wire might have been separated. It was collected and returned while the delivery wire was still in phenom and without removing it from the catheter. The pipeline did not open prematurely. It was reported that there was no particular problem from the preparation stage with the phenom catheter.

Manufacturer narrative:
Product analysis #(B)(4) : equipment used: video inspection system (m-78210), ruler 200cm (m-83361); as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pushwire was returned within phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the partial distal tip, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. However, the distal hypotube was found to be broken. In addition, the distal hypotube was found to be slightly stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pushwire was pushed out from catheter without any issues. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have pushwire break/separation as the distal hypotube was found to be broken. The broken end failed via mechanical damage (shearing), then ductile overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline pushwire detached within the catheter. The patient was undergoing flow diverter placement for treatment of a saccular, unruptured aneurysm in the left internal carotid art ery-paraclinoid segment with a max diameter of 5.5 mm and a 3 mm neck diameter. Landing zone: distal: 3.6 mm and central side: 4.4 mm. The accessed vessel was the left internal carotid artery to middle cerebral artery with a diameter of about 3 mm to 4 mm. It was noted the patient's vascular flexion was normal and it was also noted to be moderate. Postoperative hemangiographic findings showed no problems. It was reported that in a pipeline placement procedure for a left internal carotid artery aneurysm, a phenom 27160 cm was delivered to the left middle cerebral artery, the pipeline was delivered, and the microcatheter was unsheathed for sleeve reversal (sleeve removal). After the microcatheter was unsheathed and re-sheathed, the delivery wire pushed and pulled but the stent was not deployed, so the delivery wire was removed from the patient's body along with the microcatheter. The delivery wire appeared to have detached within the catheter because there was no movement of the stent when push-pull of the delivery wire was tried outside the body. It was reported there was damage to the pushwire. It was reported disconnection occurred. There was no resistance or difficulties in maneuvering. The stent was removed from the patient. The pipeline was not used as an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.